Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. As such, surgical intervention may be pending to address this situation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Ipg was explanted and replaced to address the issue.